Event description:
It was reported that the customer found there were issues with the force bipolar instrument articulation. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken input disk. The input disk 6 was found completely detached from the base of the housing. Hairline cracks were found on grip input disk 7. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.